Manufacturer narrative:
Combination product: yes. Only the cardboard box containing the IFU was returned for investigation. Therefore, no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows the treatment of the target lesion. In one of the sequences a dislodged stent is visible at the distal end of the guiding catheter. The actual complaint event is not visible. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a mildly calcified lesion (80 percent stenosis degree) in severely tortuous mid lcx. The lesion could not be crossed with the device and the stent dislodged.